Event description:
It was reported that during the procedure, the capio slim device misfired more than once. There was no information on what completed the procedure. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire.